Manufacturer narrative:
Event date: (B)(6) 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the front and rear bezel to address the reported issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failed navigation-ring. There was no patient involvement.